Manufacturer narrative:
(B)(4). Batch # 682a92. Additional information received: the device was used on the rb of the rectum. The staple on the hole of the trocar side which it was stapled by e-gia was malformed. The staple which stapled with the device in the question was formed properly. When the anvil was removed before the anvil was reattached with the trocar, it was removed forcibly, and the trocar hole became slight big. There was no change in procedure (e.g., additional port hole, unscheduled colostomy, etc.) Due to this event the device and the anvil in the question were reattached and fired. The patient is stable. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh23p device arrived with no apparent damage. The washer was present with a cut washer and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. During the visual inspection, anvil was installed onto the trocar several times with no issue. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a rectum resection procedure, the anvil came off the trocar at the anus side when the device was closing. The trocar hole was small, so the anvil was removed forcibly and reattached with the trocar and fired. The device was used as is to complete the case. There were no adverse consequences to the patient. No further information available.